Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece had repeated failures of not reaching the parameters required. Additional information has been requested.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on april 17, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).